Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appear misaligned. There were also notable gaps between the staples and some staples were misplaced in the cover block. The sample was returned with its trigger partially engaged. The stapler was returned with 12 staples left in the cover block indicating that at least 23 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the trigger cycle was completed , and the first staple properly formed and fired from the device. However, on the next 3 attempts no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. An attempt was made to manually realign the staples , but the staples were unable to be realigned. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jam- staples not releasing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the first staple was able to properly fire , but no other staples fired after multiple attempts. It appeared that the misalignment of the staples prevented the staples from firing. The sample was disassembled , and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
The staple is jamming and it was thrown away because of discharging blood. Note: during use on a patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73k1900651 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming and it was thrown away because of discharging blood. Note: during use on a patient.